Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this device declared a red screen with safety mode and thus the device was explanted. The device was returned. No adverse patient effects were reported.

Event description:
It was reported that this device declared a red screen with safety mode and thus the device was explanted. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion, this investigation will be updated.

Event description:
It was reported, that this device declared a red screen with safety mode. And thus the device was explanted. The device was expected to be returned. No adverse patient effects were reported.